Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stent placement in the right superficial femoral artery via left femoral approach, the delivery system allegedly became detached from itself outside of the patient, after the healthcare provider attempted to remove the stent from the wire. Reportedly, the stent was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is to notify this duplicate file was inadvertently opened. The reported event was captured under file (B)(4) and the investigation results will be submitted via a supplemental MDR under file (B)(4) upon completion of the investigation. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement in the right superficial femoral artery via left femoral approach, the delivery system allegedly became detached from itself outside of the patient, after the healthcare provider attempted to remove the stent from the wire. Reportedly, the stent was successfully deployed. There was no reported patient injury.